Event description:
The catheter was not recognized by the carto mapping system. A 200m error was noted. The cable was exchanged first. Then we exchanged the catheter with a new one and the problem was finally fixed. No harm came to the patient.manufacturer response (as per reporter) for catheter - ablation, navistar thermocool:awaiting response.